Event description:
"Caller alleged imprecision with inratio meter. Results as follows: " 4.5, 4.0, and 3.6 on (B)(6) 2011. Pt's therapeutic range is 2.5-3.5. Trainer had meter and strips in her car all day; when the pst got them, meter was hot to the touch so they put it in the fridge to cool it down before testing. Not sure of temperature of strips, but they were with meter in hot car. On (B)(6) 2011: pt cut her ear and it kept bleeding for most of the night. "Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 3.7, lab: 3.2. On (B)(6) 2011: pt was also given a prescription for neo poly hc ear drops (neomycin/polymycin/hydrocortisone) for ear infection. She picked up the prescription and started it that evening after the tests.

Manufacturer narrative:
Investigation pending.